Event description:
The facility reported a device with that the "channel open was inoperable". It is unk when the reported condition occurred. There was no pt injury or medical intervention reported. There is no add'l info available at this time.

Manufacturer narrative:
Eval summary: the reported condition of"channel open was inoperable" was confirmed during product eval. The inoperable channel was due to a faulty pump head module (phm) keypad. The phm was replaced to fix the reported condition. The pump was tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.